Event description:
While using the serfas energy super 90-s on a pt having an acl reconstruction, the insulation on the shaft of the wand began to peel off. The instrument was removed, the knee joint was flushed with irrigation. Dates of use: 2009. Diagnosis or reason for use: acl reconstruction.